Manufacturer narrative:
(B)(4). Eval, results - (failure to deliver stent), (diseased vessel). Conclusions: (diseased vessel).

Event description:
An endeavor rx drug-eluting coronary stent system, length 30mm, diameter 3.5mm, was intended to treat 2 lesions in a pt's rca. It was reported that the device did not pass the lesions and was damaged. The lesions were pre-dilated with balloons of diameter 2.0mm and 2.5mm. Following failure to implant the 3.5 x 30mm stent, two 3.0 x 18mm stents were deployed in the lesions. Subsequent angiographic controls showed optimal results. No pt injury occurred and no clinical sequelae have been reported. The device has not been received for eval.